Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2025. A backup mode with high voltage (hv) therapies disabled was noted on the implantable cardioverter defibrillator (ICD). The ICD could no longer be interrogated. The physician elected to explant and replace the ICD. The patient condition was stable.

Manufacturer narrative:
The reported event of inappropriate or unexpected reset and failure to interrogate was confirmed. The device was received with no telemetry communication and no output. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, isolated to an integrated circuits (ic) anomaly, which depleted the battery and resulted in the reported event. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.